Event description:
The patient reported that the intrathecal pump had not been working well. The patient had been using oral medications and this appeared to be causing her some sedation. The patient reported that 80% of their pain was in their legs and also had pain in their shoulders. The patient had been diagnosed with fibromyalgia. Per the hcp the patient came to the office and reported that she had been having increasing amount of issues, having jitters and also had diarrhea. In addition the patient had a very severe headache. The patient had been able to reduce the amount of floricet significantly but now was required to take more medications and was quite concerned. The patient was seen for their refill on the pump and stated that they had been doing a lot better. The hcp expressed to the patient that he was not satisfied with the current pain management. The pump was used to deliver hydromorphone andclonidine. Interventions and patient outcome not reported.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).